Manufacturer narrative:
G4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged streamline battery clip was not confirmed as no product was returned. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 12mar2019. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section f, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer's power module had a broken battery connector. A replacement battery connector was sent. The device was not used with a patient and was removed from service.